Event description:
Resident had a bed alarm due to cognitive impairment and history of falls. Code alert product fastener connecting bed pad to alarm box failed to connect due to defect. Resident got up from bed without staff assistance and fell sustaining rt. Hip fracture.